Event description:
It was reported that the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the mid superficial femoral artery (sfa). After 60 seconds of use, the device's blades stopped rotating while in blades down mode. Restarting the system did not resolve the issue. The device was removed and the procedure was completed with a non-bsc device. There were no patient complications.